Event description:
The account alleged the brake caster is not holding. No patient impact.

Manufacturer narrative:
The technician replaced the brake caster and the brake caster support to resolve the issue.